Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a hypoglycemic event while wearing the dexcom system. It is unclear if the device caused or contributed to the event. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). References 3004753838-2018-126500 and 3004753838-2018-126639.

Event description:
Subsequent to the initial MDR, additional information has been provided.

Manufacturer narrative:
(B)(4).

Event description:
Upon further review, this record has been determined to not be reportable. Please disregard initial and follow-up reporting under MFR# 3004753838-2018-126681.